Event description:
It was reported that the patient's device was turned off as the patient had heart failure and the hospital staff thought it could be related to vns. No further relevant information has been received to date.

Event description:
Information was received from the neurologist noting that the patient did not want to do further testing therefore they were unable to determine the cause of the heart failure. The device is still off. Details regarding the cardiac event are unknown by the neurologist as they did not receive medical records. It is noted that no intervention was taken and the patient was not hospitalized. The patient had the device turned off in the ER and was told she did not have to have it turned back on if she didn't want to. Patient decided she did not want it turned back on and has not followed up with a cardiologist or the neurologist. No further relevant information has been received to date.

Event description:
Additional information was received from the physician. It was noted that the patient had also presented with chest pain related to the cardiac event. They had not had any traumatic events but it is noted they were taking non-prescription drugs which could be a potential trigger. The event did not occur following a medication change. The event did not correlate with vns on times and did not occur following a settings change. They do not believe the arrhythmia is related to vns.